Event description:
Early in the morning of 7/10/96 a 17 year old male with cerebral palsy living at home apparently choked to death on a piece of material which he tore from a disposable incontinence protective garment he was wearing. The individual only wore incontinence garments for overnight use and he had been observed picking at the product prior to the incident.